Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the investigation determined the likely cause of the reported event was the use of a non-olympus lamp. As stated in the instructions for use, as a preventive measure: "always use the examination lamp designated below. To order a new examination lamp, contact olympus." ¿ "xenon lamp md-631" ¿ "never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The device was confirmed to have a failed igniter, causing the spare lamp to come on and not ignite the main lamp.

Event description:
A user facility reported to olympus that the main lamp was not igniting and the device was going to the spare lamp and white balancing on its own. The problem, as reported to olympus, occurred during preparation for use. The intended procedure was completed without delay using a different device. There was no patient injury, associated with the problem, reported to olympus.